Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf (stsf) catheter and experienced cardiac tamponade which required pericardiocentesis and cardiac arrest. Mapping had been performed with the optrell catheter and ablation was performed with the stsf catheter. The optrell catheter was used again; however, it had an electrode visualization issue. The proximal electrode on the optrell catheter was showing black. The medical team replaced the cable with a new cable and the catheter with a different lot number. The spu was rebooted, the patient interface unit was rebooted, and the carto 3 system application was reloaded. The 20 pole cables were reseated on both ends. There was no visible damage identified to the cable or ports. The 20 pole cables were exchanged. The enhanced sensitivity was turned on and back off. A default template was in use. The physician declined additional troubleshooting and the procedure continued. They continued using the optrell catheter and they went in with the stsf catheter again. During the ablation phase, the physician stated that they felt a steam pop occur. Sixteen ablations had been performed in the pulmonary veins. The pericardial effusion was confirmed using the soundstar catheter via intracardiac echocardiogram and the physician removed all catheters. A pericardiocentesis was performed and about 500-600cc of fluid was removed. The patient was going in and out of pulseless electrical activity and they had to be shocked several times. The patient received 2 units of blood. Cardiovascular operating room was consulted and ultimately determined surgery was not necessary at that time. The patient was stabilized and transferred to the intensive care unit. The patient has fully recovered. After reviewing the graph with the physician, there was no indication that a steam pop would have occurred. The physician also does not know how the event occurred, however, they believe it was caused by the steam pop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31876850l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).